Event description:
The complainant reported that a vaxcel implantable port was being placed in 2006. During the procedure, the peelable sheath did not tear down the perforation. It broke early and off center. A new sheath was used in order to complete the procedure. The procedure was successfully performed and the patient's outcome was classified as good. There was no indication from the complainant of any adverse effects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.